Manufacturer narrative:
Unit had intermittent esc, up and down button response due to flattened buttons dome switch. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end capsticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the escape, up and down arrow buttons on the insulin pump were not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 143 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.